Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2015, the patient's ins "just wasn't working good enough" so the ins was replaced with a competitor's ins in (B)(6) 2016. The caller inquired if the patient would be eligible for MRI since the patient was still using the manufacturer's leads with the competitor's ins. It was reviewed they would not be eligible for MRI. It was also reported that the patient had three revisions with the implant as well but only two dates were provided: (B)(6) 2016 and (B)(6) 2016. No additional information was obtained during the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that the hcp the last revision by him occurred on (B)(6) 2015.there were no further complications reported or anticipated.